Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent diagnostic laparoscopy, excision of abdominal wall mass and recurrent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was further reported that the mesh was noted to have a small area in the midsection that was not intact. It was re-tacked but ¿there was still a whole (sic) within the previously placed mesh and therefore an additional mesh was placed. It was further reported the patient underwent removal of the mesh on (B)(6) 2011. It was further reported the patient underwent a diagnostic laparoscopy with biopsy of small bowel adhesion on (B)(6) 2012 where regions of white nodular fibrous tissues on the antimesenteric border of the small bowel were noted which were associated with interloop adhesions with small bowel. The patient was found to have incisional hernia with a superficial pocket of seroma and mesh which was removed. It was further reported the patient underwent laparoscopic lysis of adhesions and incisional hernia repair on (B)(6) 2013. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.